Manufacturer narrative:
Device passed displacement test and self test, no missing segments noticed during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial blank display. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. The customer stated that they usually do a little tap on the insulin pump just to bring back the display. Customer was advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. Troubleshooting was performed. Insulin pump will be returned for analysis.